Event description:
A medwatch form was rec'd from a hosp risk manager indicating that a 1.2mm piece of a disc rongeur broke off and remained in a pt. The pt was undergoing a (r) l5-s1 microlumbar diskectomy. Hosp records indicate that the superior portion of the jaw of the rongeur broke off in the anterior space. Multiple attempts were made to remove this portion of the instrument; however, all were unsuccessful. The pt was in stable condition post-op. He had no neurological symptoms at the first post-op office visit. The malfunction is occurring below the frequency and severity that are usual for this device.